Event description:
Noise on rv channel shown in two recordings on home monitoring. Shock impedance measurements have been variable and one measurement was out of range (>150 ohms) in the past month. Rv sensing amplitude has also recently decreased. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.